Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 300 mg/dl and diabetic ketoacidosis. The cause was unknown; however, customer's continuous glucose monitor was not available due to a non-tandem sensor issue. The customer went to the emergency room and was subsequently hospitalized. The customer declined to provide additional information regarding the issue.